Manufacturer narrative:
(B)(4). Photographic analysis: the photo provided shows the anvil with the knife slot damaged. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause.

Manufacturer narrative:
(B)(4). Batch # n55k5k. The analysis found that one plee60a device was returned with the anvil damaged. Furthermore, the anvil knife slot was noted to be damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No further functional test could be performed due to the condition of the anvil. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device's anvil jaw was found to be deformed in the middle. It is unknown when the deformity was found or whether the device was used or not. There was no additional information available. There were no patient consequences reported.